Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 596 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Needle broke while passing sutures during a rotator cuff surgery. Doctor was able to locate the broken needle, remove it, and complete case. Removed broken needle from patient and expressew iii instrument. Replaced with new needle and completed case. The procedure was extended by five minutes. The complaint form submitted by our sales rep indicates there were no adverse patient consequences.